Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes that when the cartridge reaches 40 units of insulin the customer is unable to receive anymore insulin. The customer declined to provide further troubleshooting for the issue and reverted to manual injections for alternate insulin therapy. No reported adverse impact to the customer's blood glucose.